Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation (bsc) that two cre pro wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while being inflated to 20mm and 6atms. Reportedly, the same issue occurred on the second cre pro wireguided dilatation balloon. There were no staples or suture present. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed successfully with a non-bsc balloon device. There were no patient complications reported as a result of this event. Bsc has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal could have been interpreted by the customer as the reported event of balloon burst. The tears in the balloon are likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing a longitudinal and circumferential tear. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation (bsc) that two cre pro wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon burst while being inflated to 20mm and 6atms. Reportedly, the same issue occurred on the second cre pro wireguided dilatation balloon. There were no staples or suture present. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed successfully with a non-bsc balloon device. There were no patient complications reported as a result of this event. Bsc has been unable to obtain additional information regarding the event to date, despite good faith efforts.